Event description:
A hospital in (B)(6) reported that a valve assembly kit for an rd900 neopuff infant resuscitator contained the incorrect fascia. This was found prior to patient use.

Event description:
A hospital in (B)(6) reported that a valve assembly kit for an rd900 neopuff infant resuscitator contained the incorrect fascia. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.

Manufacturer narrative:
(B)(4). Method: the returned complaint device was visually inspected. Results: the visual inspection revealed that an incorrect language fascia had been attached to the panel of the complaint device. A (B)(6) fascia had been supplied instead of an english one. The (B)(6) fascia is labeled 'perivent' rather than 'neopuff' and the valves are labeled as symbols instead of words. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. The root cause of the incorrect fascia being supplied is most likely operator error, with the production operator attaching the wrong fascia. The part numbers of the neopuff components, including the fascia, are checked against the bill of materials prior to leaving our facility, however in this case the mismatch was not noted when inspected. The attachment of the incorrect fascia does not compromise the functionality of the device.